Manufacturer narrative:
Qualified associated products were indicated. The product investigation could not identify a root cause. Information was provided that the lens was damaged by the surgeon when loading. The reason for the explant was due to the damage to the lens. Additional information provided in a.2., a.3., b.3., b.6., d.11. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the patient experienced increased glare and halos. It was reported the surgeon damaged the iol while loading. The iol was exchanged for another lens ten days following the initial implantation. Additional information was requested.